Event description:
Provider states the user ran into something pretty hard with his chair which caused the anderson connector to get cracked and also cracked the battery box. Provider states when this cracked occured it started an arc which burned up the battery and other items on the chair. Provider states there was no visable fire. Provider states the chair is 45 miles away and he did not evaluate the chair so he is not sure how many parts are actually affected by this but he is replacing all electronics to be on the safe side. Provider states no one was injured and no property damage occured. No additional information provided.